Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Device alerting 02 low flow. Patient temperature (pt) was 32.3c, target temperature was (tt) 33.5c, water temperature was (wt) 22.1c, water flow rate (wfr) was 0 l/m. Had them stop therapy and select empty pads. Device alerted empty pads not complete (07). Tried twice and alert returned both times. Emptied over trash can and noted small amount of water leaking from connectors. Placed device in manual control at 35c with no pads. After a few minutes, system diagnostics: outlet monitor temperature (t1) was 19.3c, outlet control temperature (t2) was 19.3c, inlet temperature (t3) was 30.9c chiller temperature (t4) was 6.5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -9.2psi, circulation pump command (cpc) was 0 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4. System hours were 1935.1 and pump hours was 262.5. Device alerting low flow while in manual control with no pads. Walked through disabling manual control and advised to swap out to alternate device. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It reported that patient began therapy in the arctic sun device at 11pm roughly 3 hours ago. Device alerting 02 low flow. Patient temperature (pt) was 32.3c, target temperature was (tt) 33.5c, water temperature was (wt) 22.1c, water flow rate (wfr) was 0 l/m. They have tried disconnecting and reconnecting multiple times and verified no bends or kinks. Had them stop therapy and select empty pads. Device alerted empty pads not complete (07). Tried twice and alert returned both times. Emptied over trash can and noted small amount of water leaking from connectors. Placed device in manual control at 35c with no pads. After a few minutes, system diagnostics: outlet monitor temperature (t1) was 19.3c, outlet control temperature (t2) was 19.3c, inlet temperature (t3) was 30.9c chiller temperature (t4) was 6.5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -9.2psi, circulation pump command (cpc) was 0 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4. System hours were 1935.1 and pump hours was 262.5. Device alerting low flow while in manual control with no pads. Walked through disabling manual control and advised to swap out to alternate device. Send this one to biomed labeled 02. Confirmed they do have another device available for use. Sn (B)(6). Per follow up information received via task on 26nov2024, spoke with biomed who was unaware of issue. Could not find this device in their orders.

Event description:
It reported that patient began therapy in the arctic sun device at 11pm roughly 3 hours ago. Device alerting 02 low flow. Patient temperature (pt) was 32.3c, target temperature was (tt) 33.5c, water temperature was (wt) 22.1c, water flow rate (wfr) was 0 l/m. They have tried disconnecting and reconnecting multiple times and verified no bends or kinks. Had them stop therapy and select empty pads. Device alerted empty pads not complete (07). Tried twice and alert returned both times. Emptied over trash can and noted small amount of water leaking from connectors. Placed device in manual control at 35c with no pads. After a few minutes, system diagnostics: outlet monitor temperature (t1) was 19.3c, outlet control temperature (t2) was 19.3c, inlet temperature (t3) was 30.9c chiller temperature (t4) was 6.5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -9.2psi, circulation pump command (cpc) was 0 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4. System hours were 1935.1 and pump hours was 262.5. Device alerting low flow while in manual control with no pads. Walked through disabling manual control and advised to swap out to alternate device. Send this one to biomed labeled 02. Confirmed they do have another device available for use. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.